Event description:
A non¿health care professional reported that after an intraocular lens (iol) implantation procedure, the iol was dislocated. The clinical reason provided for explantation was mechanical breakdown iol dislocation. No replacement lens was implanted, and the patient was left aphakic. Additional information has been requested.

Manufacturer narrative:
The lens was returned on a piece of sponge wrapped in gauze. Solution was observed on the lens. The lens was cleaned with klotho-related protein (klrp). No damage was observed. The lens dimensions were acceptable (plan view) using an approved template. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the batch record were met. The root cause could not be determined for the reported intraocular lens (iol) dislocation. No problem was found with returned lens. No damage was observed. The lens met dimensional specification (plan view). The poly methyl methacrylate (pmma) single-piece anterior chamber intraocular lens (iol) is an optical implant designed to be positioned anterior to the iris. The lens should replace the optical function (but not the accommodation) of the natural crystalline lens. The physical properties of these lenses as well as the sizing guidance for these anterior chamber lenses is provided in the instructions for use (IFU). Sizing guidance is provided in the instructions for use (IFU). The company is designated for use with anterior chamber diameter 12.0-12.4. Information provided indicated the lens was implanted on (B)(6) 2025 and explanted on (B)(6) 2025. The patient was left aphakic. No information was provided why another lens was not implanted. The manufacturer internal reference number is: (B)(4).